Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior side assessed as surgical damage. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported "free silicone" as an observation made during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "free silicone".

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported "free silicone" as an observation made during surgery. Device has been explanted.